Event description:
The event is reported as: during a vein harvest the blade and panel got warm to the touch. This is the second of two reported incidents. No pt injury reported.

Manufacturer narrative:
No sample will be received for evaluation. Results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.